Event description:
It was reported that during a low anterior resection procedure, the surgeon had the registrar to fire the device to complete the anastomosis. The gun crunched to indicate that it was fired. Upon removing the gun, it was apparent that only a portion (1/2) of the staples where deployed. The remaining bowel had to be resected and another device was fired successfully. Surgery was prolonged 20 minutes. There were no adverse consequences for the patient.

Event description:
Pt was found on her buttocks on the floor with her head between the side rail and wall.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition, without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Uncut washer

Event description:
Same case as manufacturer report #: 2134265-2010-02553. It was reported that during treatment for an in-stent restenosis treatment, removal difficulties occurred. The 95% in-stent restenosis was located in the non-calcified and mildly tortuous subclavian artery. The physician pre-dilated the lesion with a 4.0 x 40mm apex balloon catheter at 8 atms which reduced the stenosis to 75%. Next, the 7mm x 2mm cutting balloon was advanced and inflated three times to 8 atms. As the physician attempted to withdrawal the cutting balloon through the 8f sheath, it was noted that the balloon was winged, and could not be removed. The physician advanced an .035 guidewire though the sheath and up to the left subclavian. Next, the physician put the sheath in the cutting balloon and removed both devices over the .035 guidewire. The physician completed the procedure by deploying two express stents, a 7mm x 57mm and a 7mm x 27mm. No patient complications were reported and the patient's status was noted as 'fine'.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.